Event description:
The peritoneal dialysis registered nurse (pdrn) reported to fresenius that the patient underwent a hernia repair on (B)(6) 2025. There were no reported allegations that the hernia was caused by fresenius products. Additional information was obtained during follow-up with the pdrn. Per the nurse, the hernia was pre-existing and was being regularly monitored by a surgeon for years and it was decided that the patient needed repair of the hernia (performed on (B)(6) 2025; anatomical location unknown). The pd nurse stated that the hernia was not worsened by pd therapy. The nurse confirmed that there were no malfunctions with the fresenius cycler associated with the hernia repair and that the event is not caused by product. The nurse indicated that the hernia repair was associated with the patient¿s occupation which requires heavy lifting. The nurse stated that after the hernia repair the patient continued pd therapy with the same cycler.

Manufacturer narrative:
Correction: e1, e2, e3.

Manufacturer narrative:
Clinical review: based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis registered nurse (pdrn) reported to fresenius that the patient underwent a hernia repair on (B)(6) 2025. There were no reported allegations that the hernia was caused by fresenius products. Additional information was obtained during follow-up with the pdrn. Per the nurse, the hernia was pre-existing and was being regularly monitored by a surgeon for years and it was decided that the patient needed repair of the hernia (performed on (B)(6) 2025; anatomical location unknown). The pd nurse stated that the hernia was not worsened by pd therapy. The nurse confirmed that there were no malfunctions with the fresenius cycler associated with the hernia repair and that the event is not caused by product. The nurse indicated that the hernia repair was associated with the patient¿s occupation which requires heavy lifting. The nurse stated that after the hernia repair the patient continued pd therapy with the same cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The peritoneal dialysis registered nurse (pdrn) reported to fresenius that the patient underwent a hernia repair on (B)(6) 2025. There were no reported allegations that the hernia was caused by fresenius products. Additional information was obtained during follow-up with the pdrn. Per the nurse, the hernia was pre-existing and was being regularly monitored by a surgeon for years and it was decided that the patient needed repair of the hernia (performed on (B)(6) 2025; anatomical location unknown). The pd nurse stated that the hernia was not worsened by pd therapy. The nurse confirmed that there were no malfunctions with the fresenius cycler associated with the hernia repair and that the event is not caused by product. The nurse indicated that the hernia repair was associated with the patient¿s occupation which requires heavy lifting. The nurse stated that after the hernia repair the patient continued pd therapy with the same cycler.